Event description:
An article in the journal of thoracic and cardiovascular surgery discussed patients who underwent surgical conversion after thoracic endovascular aortic repair (tevar) between (B)(6) 1998 to (B)(6) 2010. On an unknown date, this patient underwent treatment of a right aberrant retroesophageal subclavian artery associated with a 60 mm aortic arch aneurysm with aortic arch debranching and implantation of a gore tag thoracic endoprosthesis. Intraoperative angiography did not show retrograde aortic dissection. On postoperative day 4, the patient presented with chest pain, and follow-up imaging demonstrated an acute retrograde type a dissection. During surgical conversion, exploration of the ascending aorta disclosed an intimal tear around the ascending aorta anastomosis. It was reported that the lateral crossclamping of the ascending aorta during the debranching procedure seemed to be the cause of the ascending aortic dissection. A supracoronary ascending arch replacement was performed on postoperative day 4 to treat the retrograde type a dissection.

Manufacturer narrative:
Further information was requested.